Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 100 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported bent cannulas on their sensor. It was also found the customer had calibration error and blood at site with their sensor. The customer stated the site was not actively bleeding at the time of the call. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.